Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Consumer complaint of low blood results. Tested 3 times and the results were 53, 57, and 56mg/dl on the trueresult and 83, 80, and 74mg/dl on a competitor's meter. Based on parkes error grid analysis, the bias between the lowest result given (53) and the highest result from the competitor (83) is located in zone b/c. No adverse event reported.